Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the apex balloon catheter. The shafts, balloon, markerbands, bonds, and tip were microscopically and visually examined. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. Microscopic examination of the device revealed that the 11.5cm of the distal shaft was flattened and damaged proximal of the balloon bond. The tip was damaged. Both markerbands were present. The guidewire used in the procedure was not returned for analysis, so functional testing was performed using a test .014¿ guidewire. The guidewire was inserted into both the exit notch and tip however, the wire would not advance back the flattened shaft either way. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the direction for use states: ¿prepare the catheter for purging. Fill a luer lock syringe with contrast medium to inflate the balloon. Use only appropriate balloon inflation medium (e.g., the equivalent of a 50:50 mixture of contrast medium and sterile saline). Do not use air or any gaseous medium to inflate the balloon catheter.¿; however, it was reported that the contrast ratio used was 100%. (B)(4).

Event description:
It was reported that the radiopaque markerbands were not visible under fluoroscopy. The target lesion was located in the diagonal branch of the left anterior descending (lad) artery. A 2.50mm x 12mm apex¿ balloon catheter was advanced for dilation. However upon inserting the contrast isovue 370 with 100% contrast ratio, the two radiopaque markerbands were not visible and there was a difficulty in tracking over the wire. Several flushes and guidewire wipes were done and the device re-advanced for several times but it was unable to track over the wire. The device was eventually removed from the patient's body completely. The procedure was completed with a 2.50mmx8mm apex¿ balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the radiopaque markerbands were not visible under fluoroscopy. The target lesion was located in the diagonal branch of the left anterior descending (lad) artery. A 2.50mm x 12mm apex balloon catheter was advanced for dilation. However upon inserting the contrast isovue 370 with 100% contrast ratio, the two radiopaque markerbands were not visible and there was a difficulty in tracking over the wire. Several flushes and guidewire wipes were done and the device re-advanced for several times but it was unable to track over the wire. The device was eventually removed from the patient's body completely. The procedure was completed with a 2.50mmx8mm apex balloon catheter. No patient complications were reported and the patient's status was fine.